Event description:
During an unk procedure, clip malformed at 1st firing (teardrop shape). Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.